Event description:
The patient presented with asynchronous pacing along with no sensing of the intrinsic events. It was also noted that undersensing on the bipole channel was observed. The decision was made to explant the device. This device was one of the serial numbers included in co's recent advisory.